Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The device was not returned to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's past medical history of metastatic breast cancer with subsequent radiation therapy and chemotherapy. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Per the instructions for use (IFU): bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that a patient was admitted to hospital with anemia on (B)(6) 2014. At the time of the event, the patient is reported to have been taking aspirin and coumadin. The patient is reported to have had one episode of melena on (B)(6) 2014 without evidence of acute, brisk bleeding when she was examined. The patient's aspirin and coumadin were held. By the next day, the patient's anemia had worsened requiring the transfusion of one unit of packed cells and a further two units the following day on (B)(6) 2014. The patient's international normalized ratio (inr) trended down with no evidence of melena after the transfusions. On (B)(6) 2014, the patient was having dark brown to black stools with maroon tinges. The patient's coumadin was re-started on (B)(6) 2014. The patient's medical team felt that the anemia was likely secondary to an ongoing slow gastro-intestinal (gi) bleed. The event was reported to be resolved with sequelae on (B)(6) 2014. The primary investigator reported that the event was related to the patient's condition and unrelated to the hvad device.